Manufacturer narrative:
Although unknown, it is possible this discrepancy was caused due a lower level sample and poor homogenization of sample, minimal cross contamination or sample mix up during repeated runs.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united states alleged discrepant results for one patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The alleged sample initially generated a negative result for sars-cov-2 when using a cobas® sars-cov-2 assay. The same sample was retested using a cobas® sars-cov-2 & influenza a/b assay and generated a negative result for all targets (sars-cov-2, influenza a/b). The same sample was retested again with the cobas® sars-cov-2 & influenza a/b test assay and generated a positive result for sars-cov-2 (negative for influenza a/b). The results were released. No harm was alleged. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 1 MDR will be filed.